Event description:
Initial report: this non-serious spontaneous case report from (B)(6) was received from a physician on 06/23/2010 and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree (B)(4). This case involves a female patient who commenced therapy with poly-l-lactic acid (sculptra) on an unk date. No treatment details were mentioned. On an unk date, the patient developed an acne type reaction. The reporter put the patient on antibiotics. Relevant medical history and concomitant medication information were not mentioned. Outcome - not recovered/ not resolved. A ptc (pharmaceutical technical complaint) was initiated: (B)(4), (B)(4). Physician/reporter causality: not provided. Pharmacovigilance comment: sanofi-aventis company comment dated 06/28/2010: this case involves a female patient, who reportedly developed an "acne type reaction" after treatment with sculptra. Medical evaluation of this case is confounded by the high prevalence of acne in the general population. Also, at present, it is unk as to whether or not a compatible temporal relationship exists between the administration of sculptra and the patient's development of acne. Additional information consisting of patient's demographics, medical history (including any prior history of acne or other skin conditions) and risk factors, details of concomitant medications, details of suspect drug administration (including details of reconstitution and indication), chronological details of the event, action taken with suspect drug, and final outcome, are needed in order for a thorough assessment of this case to be made.